Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus (thailand) co., ltd., the user did not return the device to olympus, because the emergency lamp error was still displayed on the monitor but the device was usable successfully. The exact cause of the reported event could not be conclusively determined. Based on the following information, the reported event may have been caused by the emergency lamp failure, because the emergency lamp indicator was lit up but the device was usable (the examination lamp was lit up). The cause of the emergency lamp failure could not be determined because the device was not returned to olympus. The user reported that the emergency lamp indicator continued to light up but the device could be used without problems, and decided not to return it to olympus. -omsc confirmed the technical guide for the olympus light source clv-s190. When the emergency lamp indicator is lit up, there are the following two cases. -when the examination lamp does not light up and the emergency lamp lights up (the emergency lamp indicator lights up intermittently) -when the emergency lamp breaks down (the emergency lamp indicator blinks) device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The device needs to be replaced with a loan device and can be returned to olympus for repair after replacement. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, an emergency lamp error was displayed on the monitor and the emergency lamp indicator was lit up. Reportedly, the emergency lamp indicator was blinking. The user completed the intended procedure, laparoscopic surgery with the device without any problems and then called the olympus field service engineer (fse). The fse visited the user facility and reported that the reported phenomenon was reproduced. The device was used with the olympus video system center otv-s190. There was no report of patient injury associated with the event.